Event description:
**Update** - medical records received for left hip on (B)(6) 2013. Revision operative report for left hip indicates the following: pain; pseudotumor with a mild effusion and a greenish/grayish membrane throughout the hip joint; bloody joint fluid; gross motion between the proximal femur and femoral implant with osseointegration distally; inflamed iliopsoas tendon sheath. Left hip femoral stem added to complaint.

Event description:
Litigation alleges patient had pain, elevated metal levels, popping, loosening of prosthesis and osteolysis after asr hip implants.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update: 3/11/2013 - ppd received. Part/lot has been updated for the left and right hips, as well as dor for the left hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.